Manufacturer narrative:
Continuation of medical devices: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 22-jul-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving bupivacaine 3 mg/ml; 0.15 mg/day and dilaudid 2.58 mg/ml; 0.13 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2018. It was reported that during a procedure for pump replacement there was no cerebrospinal fluid (csf) return from the existing two-piece catheter. The catheter was non-patent. It could not be determined if any environmental/external/patient factors may have led or contributed to the issue. Surgical intervention occurred. The catheter was cut and tied off in the pump pocket. A new, trimmed 8780 was placed to t9 (thoracic 9). Intra-operative fluoroscopy revealed the appearance of two kinks just distal to the existing anchor at lumbar (but could not be physically seen or confirmed due to being in subcutaneous tissue). No other diagnostics or interventions warranted or done. Good csf return from the catheter and catheter access port aspira tion from the new pump. Bupivacaine 7 mg/ml and dilaudid 6 mg/ml 15 ml transferred from old pump to new and 20 ml preservative-free normal saline added for new concentrations of 3 mg/ml and 2.58 mg/ml respectively. Simple continuous was decreased from bupivacaine 1 mg/day and dilaudid 0.86 mg/day to 0.15 mg/day with patient activated (pa) bupivacaine 0.015 mg every two hours x 10, maximum 10. The new personal therapy manager (ptm) was ¿married¿ and given. Patient status was alive - no injury. The issue was resolved. The patient was receiving effective therapy. Patient weight was asked and will not be made available. Medical history was scoliosis and degenerative disc disease (ddd). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The patient experienced inadequate pain relief. The catheter was discarded.